Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). PMA/510(k) number k072642.

Event description:
Doctor reported screw fracture with pain and inflammation. A new screw was placed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' h10: additional narrative: one certain® titanium large hexed screws (ilrght) was returned for investigation. Visual evaluation of the as returned products identified signs of use but no fracture nor any apparent signs of malfunction. Functional testing was not performed due to the nature of the devices and event. Pre-existing condition noted on the per was 'low bone density ¿ type iii'. The reported devices were intended for some unknown tooth sites. Per the applicable instruction for use, it is stated that improper technique can lead to device failure. Additionally, breakage may occur when device is loaded beyond its functional capability. Device history record (DHR) review could not be performed since the lot numbers were not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A complaint history review by item number was conducted for the ilrght dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: fracture: screw). August post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, device malfunction did not occur and the reported event was unconfirmed.

Event description:
No further event information is available at the time of this report.